Manufacturer narrative:
Initial reporter first name: (B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. That target lesion was located in the tortuous and calcified mid right coronary artery. A 3.50x16mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the struts lifted on calcium and was unable to cross the lesion. The device was removed from the patient's body and the procedure was completed with a 2.75mm non-bsc stent. No patient complications were reported and the patient recovered and was discharged.